Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013-, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the patient reported that they were not using their implantable neurostimulator (ins). The patient had needed a reprogramming session but one was never scheduled. The patient had a constant problem with keeping their battery charged. The patient had not charged in 2 years prior to the report. They had to lay on the device for 7 to 8 hours to charge and since the patient had back problems it was not fun to lay on the device. The patient also noted that the ac adaptor cord for their desktop charger smelled burned and the wires were exposed so the patient discarded the cord. The patient was sent a replacement desktop charger however they were sent the wrong cord so the patient was sent the right cord. It was noted that the patient was diabetic and lost circulation in their legs. The patient was implanted for spinal pain and failed back surgery syndrome.

Event description:
It was reported while charging the recharger, it goes up about half way and the patient had it in the outlet for 24 hours and when they took it out of the outlet it was only half charged. It was hard for the patient to lay on the back when charging. The patient had some fat where the belt goes and could not get good coupling. The patient has one outlet in the house where she gets all the boxes. The patient could only lay on the right side to get a good charge. It appeared there was bulky clothing present. The patient¿s implantable neurostimulator (ins) did not hold a charge like it used to. The patient reportedly would charge for 6-7 hours and it would never reach the last complete screen. A problem with the patient programmer was reported. The patient had not been able to get the ¿stimulator¿ to hold the battery. The patient ¿put new batteries in today and the next day it¿s completely gone.¿ the problems started 3-4 months ago. The patient had an appointment tomorrow with the health care provider (hcp). The patient wanted to go to the hcp first to see if it was something she was doing versus issues with the equipment.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. (B)(4).